Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm from previous therapy, which occurred on the homechoice (hc) during use, during fill 1. The caregiver (cg) stated his son sets up the machine. The cg and home patient (hp) are visually impaired. The cg stated that during fill 1 last night the hp got a chl alarm and he stated his son opened the door. They removed the cassette and found a large air pocket in it and massaged it out and put the cassette back into the machine and resumed fill 1. He completed therapy normally. The baxter technical service representative (tsr) explained that the machine would have the aborted therapy. The cg claimed it did not and therapy resumed normally. They were not near the machine to review the therapy log and the cg stated he had been having a lot of issues with supplies. He had sent bags back in the past, but had never heard results. The tsr advised the caregiver (cg) to have the son setup the machine that night and if there was an alarm to call when the alarm occurs for better assistance. They advised against opening the door and explained when the door is opened, pressure is released on the cassette and fluid becomes free flowing. Fluid can flow into the hp and they explained the protocol is to start over with new supplies when the door is opened for any reason during therapy. The cg understood and would have the son call when there are alarms. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012, and he said there was no alarm when he opened the door or even after he closed it. The only alarm was the check heater line alarm previous to opening the door. He had already discussed with the tsr the importance of not opening the door on the hc. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.a service history review (shr) revealed that no issues that may have contributed to the use error - failed to follow therapy steps.a device history was conducted and no issues were found related to the use error - failed to follow therapy steps in the logs during the manufacture of the lot or serial number.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.